Event description:
The patient reported that the device was not pushed down far enough and did not heal over. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found.